Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The device has yet to be returned to the manufacturer for evaluation. The investigation is currently on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a patient death that allegedly occurred while a ventilator was in use. The caregiver alleges the device failed during the reported event. The evaluation findings are based on review of the device event logs downloaded from the device on (B)(4) 2017 by a philips respironics associate. The device was located in the office of a lawyer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The event logs indicate the ventilator was sounding high priority alarms for low minute ventilation, patient circuit disconnect, low inspiratory pressure and high inspiratory pressure almost continuously on the reported day of the event. The majority of the high priority alarms were acknowledged in a timely fashion as evidenced by alarm silence/reset keypresses. The high priority alarm with the longest duration was a low minute ventilation alarm at 20:00:19 local time which sounded for 107 seconds until it was acknowledged at 20:01:36 local time as evidenced by an alarm silence/reset keypress. Based on the evaluation of the ventilator's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed during the relevant timeframe. The issues causing the high priority alarms appear to have been corrected or an alarm silence/reset keypress was manually performed to address the alarms. The device is not available to the manufacturer for further evaluation at this time.